Event description:
Filing report as a device malfunction on a life support device. Date company was notified by the end user: (B)(4), 2012. A model 305gr portable aspirator (s/n: (B)(4)) failed to operate. An inspection of the device revealed a defective circuit breaker. The circuit breaker was replaced, the device was tested to specs and will be returned to the customer. No death or injury was reported due to the device malfunction.